Manufacturer narrative:
The device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Device received with cracked keypad overlay at select button. Device received with label damage/faded. Pump received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 148 mg/dl. The customer reported that they had replaced battery and nothing happened, the screen was blank. The troubleshooting and was advised to insert new aa battery and display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.